Manufacturer narrative:
A ge service representative performed an onsite investigation. The candlesticks were evaluated and regreased. The filaments were evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The field engineer noted that per event log the system had displayed an overload fault error message. This error may cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.